Event description:
No death was reported in raltion to this adverse event. Siemens designated complaint unit became aware in 2005 of an adverse event occurrence related to treatment received from an oncor impression radiation therapy linear accelerator six months earlier. The event involved a pt implanted with a pacemaker (which is contraindicated) and the subsequent malfunction of that pacemaker after receiving radiation therapy. The malfunction of the pacemaker resulted in the explanting of the device. The pt survived the explant of the device and was subsequently released from the hosp. The pacemaker device is not produced by siemens, however, siemens has been informed that the user facility had the explanted pacemaker investigated and tested by st. Jude medical, cardiac rhythm management div. The summary conclusion that was supplied to siemens is as follows: "the reason for return was confirmed. As received, the device (pacemaker) was delivering pulses in bipolar cinfiguration from the atrial channel. The rate of the pulses was high, 185ppm. No ventricle output was noted. The programmer reported a software error. Analysis found that the device software had been corrupted, which most likely was caused by the radiation therapy. After downloading the software, the device exhibited normal characteristics. Normal electrical test results were observed during the thermal and meachanical stressing."